Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed the back haptic got stuck in the injector and broke off inside the eye. The lens had to be explanted, and a new one was successfully inserted. Additional information was requested and received, stating the lens was replaced with same model and diopter company lens.